Event description:
Reporter indicated a patient had high lead impedance. The patient has a history of device manipulation and the vns generator is implanted in the patient's back. The patient also frequently throws his head back and arches which may have contributed to the high lead impedance. No x-rays will be performed due to the patient's violent behavior and biting. The last normal vns diagnostics were in 2006; the patient is not interrogated regularly due to violent behavior. The patient underwent vns generator and lead replacement surgery in 2008. The explanted generator was returned without the lead. Attempts for lead return are in progress. Paperwork included with the returned generator indicated the patient had a lead discontinuity.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.